Event description:
Provider states customer just received their wheelchair and the left side of the wheel chair side panel is rubbing against the rear wheel. Provider states the customer is in the appropriate width and not over the weight capacity. Provider states that the customer advised there is approximately 1/2 inch from the rear wheel on the left side and 1 1/2 - 2 inches on the right side. No additional information provided.